Manufacturer narrative:
The nail was received for visual and functional testing. X-ray images did not indicate any discrepancies. Functionality testing revealed the total stroke measurement was 100.96mm which meets the equal to or greater than 100 mm specification. Retraction force testing was measured at 190lbs which meets the equal to or greater than 180 lb specification. The device met manufacturing specifications.

Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. Even though root cause cannot be confirmed, information received indicated, surgeon believes that this led in early consolidation.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the nail would not transport any further.